Manufacturer narrative:
The third party service agent advised physio-control that the customer declined repairs and requested the device be returned, unrepaired. The device was not returned to physio-control for evaluation. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. Through testing, it was identified that the therapy pcb assembly was causing the issue. The third party service agent will be replacing the therapy pcb assembly to resolve the reported issue and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The device was not returned to physio-control.

Event description:
It was reported to physio-control that the customer's device was not turning on either via dc or ac power. There was no patient use associated with the event.